Event description:
Customer reportedly obtained result of 86 mg/dl and 259 mg/dl on the compact plus system within 10 minutes. An additional comparison reports results of 85 mg/dl and 265 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.